Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed increased threshold measurements. In addition, the lead was dislodged. A revision procedure was performed, this lead was removed, replaced and returned for analysis. No adverse patient effects were reported.